Event description:
The customer reported the 4k autoclavable camera head image fails to appear. The event occurred approximately three hours after procedure and no device replacement was deployed. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed and an e222 error appeared. In addition, cable twist and head main body wear were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code 222 and colored bars were due to a cable failure. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.